Manufacturer narrative:
(B)(4). Batch # m54v8l. Additional information was requested and the following was obtained: did the device staple? Yes. If yes, was the staple line complete? No. Was any portion of the target tissue cut prior to the knife stopping? Yes. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45m cartridge loaded on the device. The reload was received partially fired 2/3 and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The picture provided shows a close up of the handle and triggers, based on the picture the firing trigger seems jammed.

Event description:
It was reported that during a laparoscopic appendectomy, the knife stopped on the way of the first firing on the appendix. The cartridge was grey. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep found that the firing trigger did not return to home position though the closing lever returned to the home position.